Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: it was mentioned that "enclosed please find defect photo" however no photo was available on the file. Could you please upload the photo for visual analysis? Please see attached photo. Please provide the lot number. * what is the procedure name contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received, one unopened samples that pertains to product code w2790. During the visual inspection of the overwrap packet, a suture piece material in the seal area was found, compromising the sterile barrier. Based on the information currently available, suture in the seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported that when preparing for use before surgery, it was found that the suture is pressed onto the packaging edge. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.